Event description:
Additional information provided states that this patient was admitted to the hospital on (B)(6) 2025 with unknown symptoms. The patient was diagnosed with peritonitis. The patient was initially administered intraperitoneal (ip) cefepime 1g and ip vancomycin 1.75g on (B)(6) 2025. The patient had pd effluent cultures obtained. The culture was positive for methicillin-sensitive staphylococcus aureus (mssa). The white blood cell (wbc) count was 9,500. The patient was prescribed antibiotics with intraperitoneal (ip) cefazolin 1.5g daily for 4 weeks. The patient continued ccpd therapy during recovery. A recheck of the patient¿s cell count resulted in a wbc of 99. The patient was discharged on (B)(6) 2025. The cause of the peritonitis is unknown.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation to show a causal relationship between the peritonitis and use of the liberty select cycler with liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although the cause of the peritonitis is unknown, the culture results of staphylococcus aureus, a normal human flora of the skin, suggests a breach in aseptic technique. If this bacterium is allowed into internal tissues, they can cause a variety of potentially serious infections. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported that this patient was admitted to the hospital on (B)(6) 2025 with unknown symptoms. The patient was diagnosed with peritonitis. The patient had pd effluent cultures obtained. The patient was prescribed antibiotics with intraperitoneal (ip) cefazolin 1.5g daily for 4 weeks. The culture was positive for methicillin-sensitive staphylococcus aureus (mssa). The white blood cell (wbc) count was 9,500. The patient continued ccpd therapy during recovery. A recheck of the patient¿s cell count resulted in a wbc of 99. The patient was discharged on (B)(6) 2025. The cause of the peritonitis is unknown.

Manufacturer narrative:
Additional information provided in a4 and b5.

Event description:
Additional information provided states that this patient was admitted to the hospital on (B)(6) 2025 with unknown symptoms. The patient was diagnosed with peritonitis. The patient was initially administered intraperitoneal (ip) cefepime 1g and ip vancomycin 1.75g on (B)(6) 2025. The patient had pd effluent cultures obtained. The culture was positive for methicillin-sensitive staphylococcus aureus (mssa). The white blood cell (wbc) count was 9,500. The patient was prescribed antibiotics with intraperitoneal (ip) cefazolin 1.5g daily for 4 weeks. The patient continued ccpd therapy during recovery. A recheck of the patient¿s cell count resulted in a wbc of 99. The patient was discharged on (B)(6) 2025. The cause of the peritonitis is unknown.